Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 system error 2367 (resume error, critical error found, possibly related to air in line) alarm occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.